Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer powered on and abruptly turned off, the programmer could not be turned back on. As a result the link electronic module (lem) circuit board was replaced and calibrated. Product ID 2067 radiofrequency head; product ID (B)(4) analyzer.

Event description:
It was reported that the programmer will not power on. It was further reported the programmer was powered on and abruptly turned off. The programmer could not be turned back on. The programmer acted like no power when the switch was turned on. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.